Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer does not remember any significant events that led up to the alarm. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no traces of moisture were noted at electronic or motor assemblies. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched lcd window, and missing end cap sticker.